Event description:
The patient had primary shoulder surgery on (B)(6) 2025. On (B)(6) 2025, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner. The surgery was completed successfully. On (B)(6) 2025, the patient came in due to another dislocation of the liner from the glenosphere and the cause is unknown. The surgeon upsized the glenosphere, liner and metaphysis. The surgery was successfully completed. Presently, on (B)(6) 2025, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon converted the patient to a hemi and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08-09-2025. Reverse shoulder system 04.01.0126 humeral reverse hc liner ø42/+3mm (k170452) lot. 2305366: (B)(4) manufactured and released on 02-06-2023 expiration date: 2028-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0209 lat. Glenosphere 42xø24.5 (k193175) lot. 2246187 (B)(4) manufactured and released on 14-02-2023 expiration date: 2028-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.